Event description:
In 2006, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Pre-procedurally, an intravascular ultrasound was performed which demonstrated the need to cover the left subclavian artery. A final angiogram showed successful deployment of the tag device without indication for endoleak. Follow up CT studies revealed a type ii endoleak emanating from the left subclavian artery and feeding into the aneurysmal sac. Four days later, a coil embolization procedure was successfully performed on the left subclavian artery, eliminating the type ii endoleak. The patient tolerated both procedures.